Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intake to raise the consumer's blood glucose level. During the call to customer service, it was revealed that the nova meter and test strips gave low values showing our device performed as intended. Also, during the call to customer support, the consumer stated having control tested her test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval.